Manufacturer narrative:
Dannik has completed a thorough review of all available records related to this device and associated lot number including manufacturing and incoming inspection records for all subassemblies, components, and raw materials. This lot passed all manufacturing and quality control inspections, and no irregularities or abnormalities were found during the record review. Review of vigilance reports did not reveal any trends to a specific lot. Unfortunately attempts to get additional information on this matter have not been answered. The suspect device was not retained and no pictures were provided. Without additional information, the exact root cause cannot be determined given the available information. However, dannik has reviewed our prior investigations related to similar failures and it is believed that the most likely root cause is user error. Specifically, that the bag was in contact with a sharp object or instrument, such as a grasper or fibroid tumor. Additionally it is unknown if the user enlarged the port site during extraction, as failure to properly enlarge the port site during extraction would have placed high pressure on this area and contributing to the bag rupture. Dannik has provided these findings to our customer to share with the end user. No patient harm was been reported in this event or in any similar events reviewed as part of this investigation. Dannik will continue to monitor this issue through our vigilance system for trends and take appropriate actions as necessary to ensure the continued performance and safety of the product. If additional information regarding this incident is obtained which was not known or not available prior to this report, dannik will re-open and reassess our investigation and response at that time. We have determined that this event is not reportable as defined by 21 cfr 803 as the identified malfunctions are not likely to cause or contribute to a death or serious injury. However, this report is being submitted as an official response to the medsun report as required by our internal procedures.

Event description:
Surgeon inserted bag into patient abdominal cavity, once bag was deployed, bag tore at base. Procedure was a laparoscopic left salpingo-oophorectomy.